Event description:
It was reported the pt's device was replaced as it had eroded through the skin. The pt had a "slight" build. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.